Manufacturer narrative:
Investigation is ongoing.

Event description:
As reported through our german affiliate, during valve deployment of a 26mm sapien 3 valve, the valve slipped off the balloon and embolized into the aorta. The valve was anchored and implanted into the aorta. A second valve was implanted successfully. As reported, during valve alignment there was a lot of force noted as there was high friction. Although there was difficulty with alignment, the valve was correctly aligned between the markers at the end. As noted, the aorta was very tortuous.

Manufacturer narrative:
Additional information obtained through cine images of the tavr procedure clarified that the valve was pushed off the working length of the balloon in the aortic direction (proximal) and then they pulled it back with the delivery system. As such this event is now being reported against the delivery system, reference manufacturer report number 2015691-2015-02765 . Based on these results, this complaint is no longer considered to be a reportable event and a corrected report is being submitted.